Manufacturer narrative:
Additional information: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID harmony-dcs (lot: 0012508285); product type: 0195-heart valves; implant date) (B)(6) 2025; explant date (B)(6) 2025 select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure involving a transcatheter pulmonary bioprosthetic valve in a patient with a short, pyramidal-shaped main pulmonary artery, left pulmonary artery (lpa) stenosis, and a severely calcified patch, the ostial lpa stenosis was dilated 3 times using a 14mmx40mm non-medtronic balloon. The waist and the pressure gradient disappeared. A non-medtronic guidewire was inserted into the right pulmonary artery (rpa) and a non-medtronic sheath was inserted beyond the calcified lesion in the patch, followed by the delivery catheter system (dcs) inserted deep into the rpa. Due to the deep position of the dcs, the distal tip was launched after slight traction. After marriage, the position was adjusted slightly in the rpa and then flowering. Because the lpa side was occluded it was pulled back a little and then rows 3-6 were deployed. A contrast injection showed a delay in the lpa flow. Traction was performed, but the stent frame on the lpa side was stuck due to the calcification at the lpa entrance, and traction to the right ventricle side was determined to be impossible. Since the valve anchoring was secured and there was flow noted in the lpa, the valve was released in that position. The valve position remained while the distal tip was collected and the dcs was withdrawn. The lpa entrance was covered by row 1 of the valve. Subsequently, a balloon dilation was performed 3 times using a 12mmx20mm non-medtronic balloon and 3 more times using a 16mmx40mm non-medtronic balloon. The valve position did not change, but the crown alignment at the lpa entrance changed, resulting in increased flow and no pressure gradient. It was confirmed that there was no paravalvular leak, and the guidewire was removed. Upon removal of the guidewire, st elevation was observed on the electrocardiogram. Coronary angiography was performed and revealed a left main artery occlusion. A vasodilator medication was administered, and the guidewire was reinserted. The valve¿s stent frame pushed towards the anterior side, and st changes disappeared when coronary pressure was reduced by row 2 in the posterior side. After consultation with the cardiologist and the surgeon, the patient was taken to surgery to add ress the problem. During the surgery, the medtronic valve was explanted, and a surgical pulmonary valve replacement was performed. It was noted that because the distal part was oversized in a pyramidal case and the calcification of the anterior patch was severe, the outflow could only spread to the posterior wall, which would have compressed the coronary more than usual. It was also noted that stent implant or bypass could have treated the issue; however, because the patient¿s age and low surgical risk, surgery was the better option.